Manufacturer narrative:
D9: date returned to mfg.: 7/8/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump was over infusing" was not confirmed/replicated. Performed three (3) delivery tests and all were within specifications. Visual inspection found the lens and downstream occlusion (dso) seal deteriorated and were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over infusing. The event occurred during testing, and there was no patient involvement.